Event description:
It was reported that the patient suffered from constant severe pain in the groin and stomach area. The patient also experienced urinary incontinence.

Manufacturer narrative:
The device was not returned for evaluation. . A potential root cause for this failure could be "inadequate label design review". The lot number is unknown therefore the device history record could not be reviewed. The product catalog number for this align (r) urethral support system product is unknown. Therefore, the associated labeling cannot be identified to review. Although the product catalog number is unknown, the align (r) urethral support system ifus are found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient suffered from constant severe pain in the groin and stomach area. The patient also experienced urinary incontinence.